Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2011 and we are mailing this MDR on 01/12/2012. Investigation of the reported occurrence is on-going, and additional f/u to this event will be submitting upon completion of the investigation. Customer address: (B)(6).

Event description:
Siemens received notification on (B)(4) 2011 that during image review, a medical physicist at a customer site had conducted a check of his "self-made" database and discovered a discrepancy of some 2d portal images that had not transferred from the syngo rt therapist to the mosaiq workstation after the automatic send option was activated. The images that did not transfer were not found in the network failed jobs list to indicate the error. This issue occurred on (B)(6) 2011 for one pt, and on (B)(6) 2011 for a second pt. Reportedly, four (4) or five (5) images are acquired for each pt. The ability to manually transfer the images to the mosaiq is still possible. However, the images that did not transfer to the mosaiq were not reviewed, and were not used in diagnosis, therapy or confirmation at any time. There is no report of a pt's mistreatment or serious injury for the reported occurrences. The reported issue occurred in (B)(6).